Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 40-50's (mg/dl) while the customer was asleep. Juice was consumed to treat bg levels. Reportedly, the customer basal rate settings had been set too high. Tandem technical support assisted the customer with adjusting to the desired setting.